Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation findings: a complaint history check was performed, and this is the 23rd related complaint reported with the defect/condition of needle retraction slow with lot # 4229661 and material # 381423. Needle retraction slow the DHR for lot 4229661 has been reviewed. This lot was built on afa line 5 from (B)(6)2024. This lot was packaged on pkg line 8 from (B)(6)2024 for a quantity of (B)(4). No related quality issues or process deviations were found. A review of the applicable fmea/eura (p-eura/ref the doc# (B)(4) and rev# (B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A review of the applicable fmea/eura (a-eura/ref the doc# (B)(4) and rev# (B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample information. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: multiple occurrences of bd instyle auto guard 22 g catheters not retracting timely, taking up to 6 seconds to retract.